Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was indicated that a resolute onyx coronary drug eluting stent was broken and on inspection the packaging quality was noted to be different. No patient injury was reported.